Event description:
On (B)(6) 2009, the pt's diabetes educator reported that while training the pt on the infusion device, the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. She stated that approximately 280 units of insulin spilled in the cartridge compartment of the infusion device. The diabetes educator and the pt were educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.